Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 1998. Revision procedure was performed on (B)(6), 2012 due to wear. No further information has been received.

Manufacturer narrative:
The item was returned with the surgeon indicating the liner had a foreign substance attached to it and wanted to know what it was. The returned implants were evaluated and found the cup displays 2 distinct wear zones on the bearing surface with a clear demarcation line between them along the center line of the bearing surface. The area adjacent to the elevated rim is matt in appearance and displays significant wear and evidence of head penetration extending to the edge of the rim. The use of an elevated rim suggests that there may have been a risk of dislocation in this patient and evidence of wear at the rim suggests repeated subluxation had occurred. The area opposite to the rim displays a yellow raised surface that extends nearly over the remaining half of the bearing surface. It is assumed that this is the region that the surgeon has described as being a "foreign substance." Examination of this region confirms that this area is not associated with a "foreign" material but is delaminated polyethylene. The yellow color is probably due to the ingress and staining caused by biological fluids. The cup also displays some cracking, abrasion and large scale deformation of the rim indicative of impingement and possibly removal damage. It is rare to see delamination of polyethylene of this nature on a hip bearing and it is normally only seen where the polyethylene may be subjected to elevated stresses, as may be caused by subluxation or impingement. Based on the limited information available, the exact cause of the delamination cannot be confirmed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown.evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.corrective actions have been initiated to address late report.